Manufacturer narrative:
Unknown product code and lot number, manufacturer investigation results on retained representative samples.

Event description:
After phlebotomist drew blood from a patient, they engaged the safety device, while trying to discard the needle, the safety device disengaged automatically puncturing the phlebotomist. Customer is unable to provide the item number or lot number to the reported incident. All samples have been discarded by the customer. No further information was provided on the phlebotomist conditions after incident.